Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
Patient reported she was implanted in 2006 and the hernia recurred, reportedly "blowing through" the mesh. The recurrence was repaired again in 2007.